Event description:
Emt/ff's responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and the "analyze" button pressed. The device advised no shock each time the "analyze" button was pressed and the pt was transported to the hospital but not resuscitated. The attending physician assistant in the hospital ER, upon reading the device's code summary, stated the pt was in v-fib and the device should have shocked him in the field. The reporter stated the device did not cause or contribute to the death of the pt because the pt was not viable.